Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed that the monitor showed the speaker abnormal. The fse determined that the problem was that the main board was abnormal. The cause of the reported problem was the main board. The reported problem was confirmed. The device was operational after replacing the main board. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intellivue mx500 patient monitor shows speaker abnormal. It is unclear if the device still produces audio. The device was not in use on a patient. There was no report of patient or user harm. A loss of audio cannot be ruled out based on information currently available.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.